Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels and diabetic ketoacidosis. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A correction bolus was delivered to address high bg. Subsequently, the customer was hospitalized. Tandem technical support performed a pump system check and determined the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.